Event description:
.Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop underdosed unknown medication being infused. Reported the underdose was observed in the product 6-7 times a week. The average underdose reported was 12-13 ml per medication. Then observed was 15-18 ml of average underdose per medication was seen in 4 days consecutively. No patient injury.

Manufacturer narrative:
H2) this correction report is being submitted to notify you that the previous report send with MFR number 3012307300-2020-09982 is a duplicate of the report that was sent with MFR number 3012307300-2020-10059. No more reported will be submitted under MFR number 3012307300-2020-10055.